Manufacturer narrative:
No product samples, videos or photographs were returned for investigation. The device history was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The reported issue could not be confirmed by the investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that at the end of the preparation, a liquid leak was detected in the product. The event occurred in a preparation room, and the product was placed in quarantine after the incident. There was no patient involvement.